Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) units monitor has a communication issue. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),e2,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of monitor to unit communication issue. There was no patient involvement, and no adverse event was reported. A getinge field service engineer after inspecting unit fse replaced the coiled cable cord (d012-00-180) & seal gasket(d354-00-0201). Fse also replaced the backplane to coiled cord cable(d012-00-1796). Fse also replaced the executive processor board(d670-00-0770) . Fse performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical use, and was returned to the customer. Backplane board was used for troubleshooting purposes only.